Event description:
It was reported that the lead registered invalid impedance when tested through the battery and trial cables. The lead was revised.

Manufacturer narrative:
Eval: the device history and sterilization records were received. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event report. Ans defers to the pt's physician regarding medical history.